Event description:
Baxter item#: 2c8541, IV pump set, continu-flo gravity/pump, 3 ports, 10 drops/ml, drip rate without filter, 105 inch tubing. 2 issues: 1. Where the male to female connection site it is snapping when connecting causing a backflow. 2. Leur lock connection will not come off.